Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-611-4 batch number 051843, was received for investigation. Visual evaluation found that the head tibial impactor had broken off at the distal end of ar-611-4. No fragments were returned for investigation. Additional observation also found signs of wear, as well as multiple discoloration spots. The cause remains undetermined. However, the observed condition is most likely the result of wear and tear incurred over repeated usage.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-611-4 tibial impactor is broken. This occurred during an unknown case, with no patient effect reported. No additional information was provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.